Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 2000 mcg/ml lioresal at a dose of 1153 mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that the patient had been cooking stuff a few nights over the last 20 days and then the next morning, the patient's legs feel heavy like they can't move them. The patient wanted to know if the microwave oven could interfere with the pump. In the last two weeks it had happened twice and the patient was bedridden when it occurred. The patient didn't like that feeling and it feels it is too coincidental regarding the microwave he used in the kitchen and the next day after using the microwave, he can't move. The patient was electing not to use the microwave for a while. The patient had gotten botox injections in the last couple of months for preexisting condition of spasms in the patient's back. The tightness in the back was messing with the patient's swing of the legs; the patient always had this issue. The patient has had botox injections in the past (2011) and the injections help with the patient's walking. Additional information was received from a healthcare provider (hcp) on 2016-oct-26. The patient reported overdose symptoms. On(B)(6) 2016, the patient experienced dizziness when sitting up, light headedness, and weakness in the legs. The symptoms lasted two days and then the patient was fine. The second episode happened on (B)(6) 2016; the patient had the same symptoms, but also had vomiting and nausea. The patient went to the office and received a 10% dose decrease. The patient had a third episode with the symptoms on (B)(6) 2016 and went back to normal after two days. The patient was in the clinic on (B)(6) 2016 and the dose was decreased another 10% and the pump was refilled (no volume discrepancies). The patient came to the clinic on (B)(6) 2016 where the logs were read and determined to be normal. The patient was working with the surgeon to have the pump replaced since it was close to end of service (eos). The dose was at 934.9 mcg/day. More information was received from the patient on 2016-oct-27. The patient had gotten sick four times this month. It starts out with him not being able to get out of the bed and three out of the fours times he was throwing up at night. The dose was at 1153 mcg/day for the last 3-4 months. The pump was not alarming and the pump was checked; there were no motor stalls and it was stated it could be the life of the pump. The patient stated that something like this had happened twice before when they were on a low dose and seeing a different hcp. When it happened in the past, he didn't think anything of it because it would last a day then boom he was ok. The pump was going to be replaced due to elective replacement indicator (eri). The patient asked if there could be a problem with the catheter that could be causing the symptoms. The patient reported that his right leg is weak and can't keep up with the speed of his left hip, which causes him to fall on his butt. The patient also reported being in a car accident in 2014. Information was received from a hcp on 2016-oct-31. The eri was at six months, which was confirmed via telemetry and was normal. When the logs were ready, there were no unexpected findings and was told the eri was at six months and some patients experience changes in spasticity. The pump dose was decreased 10% x three episodes ((B)(6) 2016). On (B)(6) 2016, the patient was calling for an appointment for a dose increase. The episodes that happened twice before happened at least a year ago. Details were given regarding the appointment on (B)(6) 2016. The patient was having a pump adjustment for spasticity. The patient diagnoses were muscle spasticity and paralysis. The patient had spasticity secondary to spinal cord injury and traumatic brain injury. It was reported that an episode occurred on (B)(6) 2016. It was reassured that the microwave was not causing the problem. The only change was the patient received botox in august and october was the peak of the botox, but the botox was only given in the right gastroc. It was stated that there could be a positional kink in the catheter.

Manufacturer narrative:
Corrections: event now also contains a product problem along with adverse events. Device code (B)(4) no longer applies.

Event description:
Additional information received from an hcp reported the patient had been using lioresal since 2010. The dose was at 927.9 mcg/day. The patient had reported on (B)(6) 2016 he felt ¿paralyzed¿ and couldn't get around. On (B)(6) 2016 he was still having issues moving legs. After the dose was decreased, the events improved. The patient prior to lioresal use complained of stiffness and spasticity in legs, hips and low back. Concomitant medications the patient was taking include percocet 10/325. The patient was not hospitalized as a result of the event. At an office visit on (B)(6) 2016, the patient had diagnoses of gait disorder and abnormality of gait. The patient had received botox in the paraspinal muscles in the lumbar area in august and reported that he was walking well the whole month of (B)(6). He stated his intrathecal baclofen dose had been as low as 499 mcg/day but increased per the hcp to see if it helped the muscles in his lumbar spine. The patient was requesting to go down on dose feeling that the current dose might have been too high given recent botox. The dose decreased by 10% from 1038.5 mcg/day to 934.9 mcg/day. At an office visit for a pump adjustment on (B)(6) 2016, the patient came requesting dose increase because he reported increased tightness in his lower back and shorter stride when walking giving him a feeling of unsteadiness. He was requesting a dose increase. He did have modified ashworth scale (mas) of 2 on the left lower extremity; right leg was mas of 1. He did have couple beats of clonus bilat. The hcp authorized a 5% dose increase. At an office visit on (B)(6) 2016 for a refill, a total of 7.0 mls was aspirated from the pump and 7.2 mls were expected. A total of 20 ml of baclofen 2000 mcg/ml, were injected into the pump. The reservoir alarm was reset. The infusion rate was programmed to deliver 1038.5 mcg/ml per day. The pump would need to be refilled in/or before (B)(6) 2017. The patient tolerated the pump refill without incident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.